Manufacturer narrative:
No pt info available at this time. Rep performed registration on site after alleged inaccuracy, no inaccuracies were found. Device was performing within normal specs. Site reported they were placing the spine clamp many levels below area they were working on. Medtronic rep reiterated the need for the frame to be placed as close to the area they are working on as possible. No impact on pt outcome reported.

Event description:
Medtronic rep called after a spine case, site reported an inaccuracy of a few millimeters. Surgeon discontinued using navigation. Surgery was completed with no impact to pt's outcome.